Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the water feeding function: 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function: 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera elite gastrointestinal videoscope's switch button 1 was scratched and not water tight. The device was returned to olympus medical for evaluation. During evaluation, foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported. No further event information has been made available at this time.

Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information from the customer on their reprocessing practices. The customer reports the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. During manual cleaning, the customer reports there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During evaluation, the reported issue was confirmed. Switch button 1 was scratched and not-water tight. Visual examination identified the following issues: the bending section cover adhesive was chipped, cracked and cloudy; the connector cover was dented; and the connecting tube was scratched. Functional testing showed that the bending angle in the up direction did not meet with specifications and the up/down directional knob had excess play. These issues occurred due to a worn angle wire. In addition, the foreign material in the nozzle did not allow for water to be fully removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.